Event description:
Additional information was provided by the surgeon. He attempted to explant the intraocular lens. However, due to fibrosis of the haptics, the decision was made to leave the lens implanted.

Event description:
A surgeon reported that a patient described persistent glare after receiving an intraocular lens (iol) implant. The association between this event and the iol is not known. Additional information has been requested.